Manufacturer narrative:
B3: date of event or problem was updated based on the information obtained during device evaluation. B5: describe event was corrected. The reported complaint of "the customer was not able to install and secure the lifeband into the autopulse platform (sn: (B)(6) ) shaft" was confirmed based on the analysis of the archive data, but not during the functional testing. The root cause for the reported complaint was due to defective belt clip retainer as a result of normal wear and tear for the life of the device. Autopulse platform is a reusable device and was manufactured in july 2013 and has exceeded its expected service life of 5 years. Visual inspection of the returned platform revealed damaged fan assembly, unrelated to the reported complaint. The damage found is characteristic of normal wear and tear. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed the following user advisories to have occurred multiple times on the reported event date: ua12 (lifeband not present), ua17 (max motor on time exceeded during active operation), ua02 (compression tracking error), and ua18 (max take-up revolutions exceeded). Because the belt clip was defective, it causes the lifeband to be not secured to the platform which cause the platform to trigger ua2, ua12, and ua18. Ua2 occurred when the lifeband has been opened during active operation causing a decrease in load on the load cells as the drive shaft is rotating. Ua12 occurred when the band clip on the lifeband is not properly engaging the safety switches in the driveshaft. Ua18 occurred when the lifeband is open. The defective belt clip retainer attributed to the occurrence of these user advisories. Ua17 is unrelated to the reported complaint. Ua17 occurred when the battery is bad or with a low charge status. Based on the platform's archive, it shows that battery serial number (B)(6) were used at the time ua17 occurred. The archive shows that the battery has a low voltage and it was used repeatedly for compression. However, the battery was fully charged at time of use in the autopulse platform. Following service, including the replacement of the damaged fan assembly and defective belt clip retainer, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).

Event description:
During training, the customer was not able to install and secure the lifeband into the autopulse platform (sn: (B)(6) ) shaft. Different lifebands were tested, but the same issue was observed. No other device malfunction was reported on the platform. No patient involvement.

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer was not able to install and secure the lifeband into the autopulse platform (sn: (B)(4)) shaft. Different lifebands were tried, but the issue remained. No patient involvement.